Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, lv lead dislodgement was noted via x-ray. The lead was explanted and replaced. There was no patient consequences.